Manufacturer narrative:
Correction: the word "esheath" should have been "sheath" in the following statement: "the minimum required vessel diameter for a 22f esheath is 7.0mm. In this case, the vessel diameter at the access site was 7.4mm, and the vessels were indicated to be severely calcified and mildly tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that a combination of the borderline size and severe calcification of the access vessel contributed to the event."

Event description:
As reported by the edwards clinical specialist, during a transcatheter aortic valve replacement procedure (tavr), upon removal of the sheath, the physician noted a rupture in the patient's common iliac. The rupture was treated via ilio-femoral bypass. The patient was noted to have remained stable throughout the procedure. It was also reported that there were no abnormalities or damage noted on the sheath prior to the procedure. The dilators passed without event, however, during the insertion of the sheath, the physician indicated that a "pop" had been felt. There was no difficulty when removing the dilators or the sheath.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. However, per report, there was no device malfunction. A device history review (DHR) for the sheath was performed and all manufacturer's specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr esheath is 7.0mm. In this case, the vessel diameter at the access site was 7.4mm, and the vessels were indicated to be severely calcified and mildly tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that a combination of the borderline size and severe calcification of the access vessel contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required.